Event description:
A report was rec'd that the pt was explanted due to infection at the pocket site. The physician did not believe the infection was device related. The pt was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
The devices involved in the complaint were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.